Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had an unexpected restart. The customer¿s blood glucose level was unknown. The customer stated that the received an unexpected restart alarm on the pump. The customer stated that the customer jumped into the pool and immediately removed the battery from the compartment and they received an unexpected restart after that. The customer had changed battery twice but still unexpected restart appears on the pump screen and was unable clear it out or do anything with the pump. The customer advised that the pump will need to be replaced. The customer advised to monitor the pump and may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.